Manufacturer narrative:
Tw ID# (B)(4). The lot # 3000335688 history record review was completed. There were no ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 malfunctioned. A small piece of the tip of the jaw broke off. The silicone got separated. Nothng detached in pt. No procedure delay. There were no patient affects and they were able to open a new kit and complete the case.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.